Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead in segments was returned for analysis. Distal conductor was fractured; full lead in segments was returned for analysis. Upon further review of the event, the conclusion code was updated.